Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred in 1st half-hour of treatment. 4th use. Estimated blood loss 300 cc. Pt restarted on another dialyzer. No further medical intervention required.